Event description:
It was reported that the balloon ruptured. An agent dcb mr 3.00 x 20mm was selected for treatment of the target lesion. During the procedure, the balloon was inflated to 9atm for 20 seconds. At this time, the balloon material ruptured. The device was removed from the patient, and the procedure was completed successfully using a different device. There were no patient complications.